Event description:
It was reported that a cartridge alarm occurred, which did not have an adverse impact on the customer¿s blood glucose level. The alarm occurred once during load and once after load, and despite assistance in loading a new cartridge, the customer was unable to resume insulin therapy due to a recurring cartridge alarm. Technical support decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.